Event description:
Device was implanted in 2002 and explanted the following month. Almost one year later. During the past nine month follow-up, serial imaging showed either recurrent tumor or radiation necrosis. In 2003 pathology revealed radiation necrosis. Pt had repeat craniotomy and resection of mass lesion. Pt was discharged home sequelae in good condition.